Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that customer was experiencing high blood glucose. It was also reported that the customer was hospitalized due to a finger amputation. It was stated that the bolus history showed several given bolus. It was stated that the customer was disconnected from the insulin pump and connected to other ic-pump. No further information was provided.